Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number:11-173662 lot number: 547460 brand name: m2a 38mm mod hd std; catalog number:rd118854 lot number:309220 brand name: m2a 38mmx54mm cup; catalog number:1-104214 lot number:251020 brand name: mlry-hd lat por fmrl 14x175mm. Multiple reports were submitted along with this report 0001825034-2019-04100, 0001825034-2019-04101. Reported event was confirmed with medical records provided. Review of the available records identified the following: MRI of pelvis and bilateral hips noted, smaller fluid collection lateral to the right great trochanter can be tracked back to the posterior aspect of the pseudocapsule of the right hip. Some subtle edema in right adductor muscles suggestive of mild muscle strain. Tendons intact, no evidence of loosening of prosthesis or fracture or stress reaction. MRI right hip conducted approximately 1 year post previous MRI, indicates fluid collection next to right great trochanter, deep, nonspecific postoperative fluid collection. Nonspecific postoperative fluid collection also noted along left hip incision line. Revision op notes indicate, metal stained synovial tissue, damaged capsule as synovial tissue/fluid found outside capsule, no muscle damage, thick capsule, staining of component. Metallois right hip, altr, granuloma like collections of necrotic debris found along trochanter, which was removed. The femoral and cup found well fixed; small amount of bone loss at the acetabulum. The head and liner were exchanged. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty and subsequently underwent revision surgery due to elevated metal ion levels approximately 13 years later. Multiple mris to date show a small fluid collection. No further event information available at the time of this report.